Event description:
Rn was drawing blood sample utilizing vamp plus blood sampling system via brachial artery. Blood flow was slow when obtaining the clearing sample. Rn assessed line with no air noted. Rn then reinfused the clearing volume. Patient then experienced arm tremors with unresponsive episode. Stat CT head demonstrated left brain air embolus. Manufacturer response for transducer, pressure, catheter tip, truwave, vamp plus (per site reporter). Request for meeting to follow-up.